Event description:
Caller states the lancet does not retract into the softclix plus lancet device. Customer did not recall if it happened before or after firing device. No adverse event reported. Requested return of suspect device and replacement was sent.